Event description:
It was reported via clinical study, that the 68 yo male patient experienced pain and instability with mild clicking, primarily when standing or walking and quadriceps weakness on the (right). Date of event onset is (B)(6) 2017. The patient¿s outcome was last known as resolved on (B)(6) 2018.